Event description:
It was observed that during the device evaluation, the camerahead exhibited endoscopic image cannot be displayed and poor watertightness of the cable unit, in loss of watertightness. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, the endoscopic image cannot be displayed and due to poor watertightness of cable unit, water tightness is lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.